Manufacturer narrative:
The customers reported issue of chemotherapy (ifosfamide) under infusing and requiring extra time to complete was not definitely determined. Functional testing performed on the returned pump module device observed the device to be in specification for rate accuracy. ¿no errors or malfunctions were recorded on the reported incident date of (B)(6) 2020. ¿profile in use was " ih 5_15_2020 peds hem/onc/bmt" the source pump module incident infusion was programmed on (B)(6) 2020 at 3:58 pm as guardrails drugs infusion of ifosfamide (drug ID 475), 4020mg in 1600ml, rate of 400ml/h, vtbi of 1600ml with duration of 4 hours pvi at the time 0ml. The programmed infusion completed and kvo was started at 8:05 pm (pvi at the time 1600ml). ¿from 8:11 pm to 8:22 pm the user programmed an additional vtbi of 96ml that completed at 8:28 pm (pvi at the time 1696ml). ¿the volume in the IV bag at the start of the infusion could not be determined. ¿functional testing performed on the returned pump module device observed the device to be in specification for rate accuracy. ¿internal inspection found no anomalies with the pump module. The root cause of the customer¿s complaint of chemotherapy (ifosfamide) under infusing and requiring extra time to complete was not definitely determined. Device history review: review of the service s/n (B)(6) history record showed the device had a manufacture date of 18jun2015. A review of the device service history record was performed beginning from the date of manufacture to the present date 25aug2020 and indicated that this device has not been previously returned for service. Review of the production failure record was performed beginning from the date of manufacture through present. The failure record showed no production failure records were opened for the source device.

Event description:
It was reported that a primary infusion of ifosfamide 4,020 mg/mesna 1,010 mg chemotherapy in normal saline 1,600 ml (prepared in a flexible container) was programmed at a rate of 400ml/hr. The medication bag was hung at least twenty inches above the pump. However, it was noted that the chemotherapy under infused and required extra time to complete the infusion therapy. It was mentioned that ifosfamide drug profile was manually selected in the guardrails drug library, as the combination medication of ifosfamide/mesna is not yet available in their dataset. There was no patient impact.

Manufacturer narrative:
The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed. Race and ethnicity: white, not hispanic, latino, or spanish origin. Although requested, information on other relevant history was not provided.

Event description:
It was reported that a primary infusion of ifosfamide 4,020 mg/mesna 1,010 mg chemotherapy in normal saline 1,600 ml (prepared in a flexible container) was programmed at a rate of 400ml/hr. The medication bag was hung at least twenty inches above the pump. However, it was noted that the chemotherapy under infused and required extra time to complete the infusion therapy. It was mentioned that ifosfamide drug profile was manually selected in the guardrails drug library, as the combination medication of ifosfamide/mesna is not yet available in their dataset. There was no patient impact.